Manufacturer narrative:
(B)(4). There was no reported product deficiency. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Inventory or retain sample testing will not be performed as there was no reported device deficiency for the reported patient effects and is unlikely to offer any further information.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight; guide cath: 6 french jr4. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is reported as not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5 x 23 mm vision referenced is being filed under a separate medwatch report. Article, anterior ECG changes following iatrogenic dissection of the right coronary artery into the aortic root: exclusion of left coronary obstruction with transoesophageal echocardiography.

Event description:
The following event was noted during literature review. It was reported that the patient presented with an acute inferior st-elevation myocardial infarction. The occluded right coronary artery (rca) was engaged with a 6 french guiding catheter and a guide wire was advanced to the distal vessel. The lesion was dilated with a 3.0 x 20 mm cross-sail balloon to 10 atmospheres (atm). The subsequent angiogram revealed retrograde dissection to the aortic root. Two bare-metal stents, a 3.5 x 23 mm vision stent and a 3.5 x 24 mm non-abbott stent, were deployed across the lesion back to the ostium of the rca to seal the dissection. The patient was given anti-coagulant medication. Two hours later, the patient developed recurrent chest pain. Electro cardiogram (ECG) showed that the inferior st-elevation had resolved but displayed a new anterior st-elevation. Transoesophageal echocardiography (toe) revealed that the hematoma had remained confined to the aortic root adjacent to the ostium of the rca and that the left coronary artery (lca) was patent. Left ventricular systolic function was well preserved with no regional wall motion abnormalities. The anterior ECG changes improved and chest pain settled promptly with medication. The patient was discharged after six days. Three months later, the patient was admitted to another hospital with diffuse in-stent restenosis, which was treated with two drug eluting stents. No additional information was provided.